Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies could be due to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization, or the infection (as reported in related case: MFR# 3009862700-2026-00923) at the insertion site. The user's hcp prescribed antibiotic cream and oral antibiotics. Customer care recommended that the user monitor the system as the insertion site heals and they complete treatment/medications. Per dms review, the system is in use with up-to-date information.